Event description:
Reportedly, the electrosurgical handpiece was being use on setting 25 spray/coag. When the surgeon pressed the activation button the tip caught fire. There were no injuries. The account was asked about the size of the flame or more specific information about the occurrence but was unable to provide further details.